Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 08/09/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood tests, 93mg/dl and 87mg/dl fasting. Reviewed meter memory: 93mg/dl, (B)(6) 2015, 10:15:00 am, fasting: yes; 87mg/dl, (B)(6) 2015, 10:14:00 am, fasting: yes; 66mg/dl, (B)(6) 2015, 08:55:00 am, fasting: yes; 76mg/dl, (B)(6) 2015, 08:53:00 am, fasting: yes; 80mg/dl, (B)(6) 2015, 08:50:00 am, fasting: yes; customer states his meter is reading low. Customer read an 80mg/dl this morning and states his normal range is 120-140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 08/29/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 93mg/dl and 87mg/dl fasting. Reviewed meter memory: 1: 93mg/dl (B)(6) 2015 10:15:00 am fasting:yes. 2: 87mg/dl (B)(6) 2015 10:14:00 am fasting:yes. 3: 66mg/dl (B)(6) 2015 08:55:00 am fasting:yes. 4: 76mg/dl (B)(6) 2015 08:53:00 am fasting:yes. 5: 80mg/dl (B)(6) 2015 08:50:00 am fasting:yes. Customer states his meter is reading low. Customer read an 80mg/dl this morning and states his normal range is 120-140mg/dl. No adverse event reported.